Manufacturer narrative:
The pump was rerturned and was visually and fuctionallu tested. The device met all manufacturing specifications. The accuracy was tested at several rates, including 50 ml/hr, and the device passed all tests. The overinfusion/free flow could not be confirmed. It is suspectedf that a possible misload of the IV set may have caused fthe dreported overinfusion. The account will be instructed to follow the correct technique for loading the IV set, per the direction for use, page 9, which states, "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line devtector...do not use the door to close the orange latch."

Event description:
It was reported that an overinfusion of medication occurred with a pt. There was no resultant pt complications.